Manufacturer narrative:
The pump was received with a dog chew marks on the casing, a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The pump was also received with a missing segments/partial display. No blank display noted. Unable to perform the displacement test, self test, active current measurement and sleep current measurement test due to missing segment/partial display. Unable to download history files and traces using thus due to missing segment/partial display. Pump was cut open to perform visual inspection and found a cracked and bleeding lcd glass. No loose electronic components or moisture damage found on the pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and a missing segments/partial display noted. The original pcba 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no missing segments/partial display noted. The original pcba 2 was re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery. The pump was able to navigate, continued self test, currents measurement, download history files and traces using thus. The pump passed the self test, active current measurement and sleep current measurement test. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:33:13.000 battery removed (84) (B)(6) 2023 10:43:00.000 battery removed (84) (B)(6) 2023 11:40:51.000 battery removed (84) (B)(6) 2023 11:41:11.000 battery removed (84) pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:44:04.000, (B)(6) 2023 11:41:06.000 (B)(6) 2023 11:51:00.000, (B)(6) 2023 11:52:04.000 (B)(6) 2023 11:54:25.000, (B)(6) 2023 11:58:14.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 10:44:30.000,(B)(6) 2023 10:44:41.000 (B)(6) 2023 11:54:34.000, (B)(6) 2023 11:59:54.000 (B)(6) 2023 12:00:05.000 insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more that 10 mins. A missing segments/partial display was confirmed due to a cracked and bleeding lcd glass. Please see below for pump errors/alarms noted 1 week prior to the event date 18-feb-2023 in the formatted history file.  Pump error 53 alarm (filenumber 2044 linenumber 0) was recorded and found in the formatted history file on: 02/17/2023 11:54:35.000 pump error 68 alarm was recorded and found in the formatted history file on: 02/17/2023 11:54:37.000 pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:54:37.000 (B)(6) 2023 11:56:22.000 pump error 130 alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:55:03.000 pump error 53 alarm (filenumber 2044 linenumber 0) was confirmed according in the formatted history file, suspected on hw. Pump error 130 alarm was confirmed according in the formatted history file, suspected on the motor assembly. Pump error 68 alarm and pump error 49 alarm were expected due to pump error 53 alarm unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the pump case. A missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip were confirmed. Blank display was not confirmed. However, unable to perform the required testing, download history files and traces using thus due to missing segment/partial display. A missing segments/partial display was confirmed due to a cracked and bleeding lcd glass. However, a test pcba 1 was used, continued self test, currents measurement, download history files and traces using thus and no missing segment/partial display. Pump error 53 alarm (filenumber 2044 linenumber 0) was confirmed according in the formatted history file, suspected on hw. Pump error 130 alarm was confirmed according in the formatted history file, suspected on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump as the dog chewed and the pump did not turn on. Troubleshooting was performed and found damage all over the body of the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and was advised to revert to the backup plan as per hcp instructions. The insulin pump will be returned for analysis.